Event description:
While treating a patient (age unknown) the device successfully discharged three deliveries of energy to the patient. However, on the third discharge, the device made a loud pop sound. On the fourth attempt, the device displayed a "bridge test failed" message and failed to charge the energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.